Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the er320, from kit ftr 12, misfired continuously. Clips were shooting from the device. There was no consequence to the pt.

Manufacturer narrative:
H4: information unavailable.h6: code 400(other): yeilded jaws